Event description:
After performing hand held dynamometry with the patient, a rash was noted in the location of pressure in all areas where the dynamometer was placed on the patient's skin. The rash remained approximately one hour. The md was notified. The patient was supposed to be re-tested two weeks after the procedure, but this has been canceled. Contacted the manufacturer of the dynamometer and was told that there is no latex in the head of the device.====================== health professional's impression======================unknown====================== manufacturer response for muscle dynamometer, commander ii power track.======================said no latex in head that touches patient's skin